Manufacturer narrative:
Conclusions code 1: code 4315 - an engineering analysis was performed from the information provided by the field sales associate (fsa). The analysis provided the following information: the delivery catheter was broken at the trailing olive and the entire gold braided polyimide and the leading olive tip broke off the delivery catheter. The stent graft, the gold braided polyimide and the leading olive tip remained in the body. The findings from the evaluation are consistent with the physician¿s observations. The cause for the catheter breakage could not be determined with the available information. The excluder iliac branch endoprosthesis instructions for use (IFU) clearly states: do not advance the device outside of the sheath. The sheath will protect the device from catheter breakage or premature deployment while tracking it into position. Do not rotate any delivery catheters while the endoprosthesis is inside the introducer sheath. Catheter breakage or premature deployment may occur. Do not rotate the internal iliac component (iic) delivery catheter during delivery, positioning or deployment. Do not continue advancing and withdrawing any portion of the delivery system if resistance is felt during advancement of the guidewire, sheath, or catheter. Stop and assess the cause of resistance. Vessel or catheter damage may occur.

Manufacturer narrative:
The IFU in place at the time of the procedure included the following relevant warnings: according to the gore® excluder® iliac branch endoprosthesis instructions for use, do not rotate the internal iliac component (iic) delivery catheter during delivery, positioning or deployment. Do not continue advancing and withdrawing any portion of the delivery system if resistance is felt during advancement of the guidewire, sheath, or catheter. Stop and assess the cause of resistance. Vessel or catheter damage may occur.¿ corrected conclusion code to 18.

Manufacturer narrative:
The device is undergoing an evaluation but has not yet been completed. The review of the manufacturing paperwork verified that the lot met all pre-release specifications.

Event description:
On (B)(6) 2019 the patient underwent treatment for an iliac aneurysm using gore® excluder® iliac branch endoprostheses. After the first gore® excluder® iliac branch endoprosthesis was implanted, the gore® dryseal flex sheath was advanced into the contralateral gate. The left internal iliac was then cannulated and the terumo wire was exchanged for an amplatz wire. While loading the second gore® excluder® iliac branch endoprosthesis onto the wire, it seemed to meet resistance before entering the internal iliac artery. Reportedly images on the screen showed that the device had wrapped around the cross-over terumo wire two times. The physician then reportedly turned the device multiple times to try and advance the device. The device reportedly was able to advance into the internal iliac artery, but the wire was now wrapped onto the distal olive tip. The physician then made the decision to remove the device and upon pulling the device back out, the device and the olive tip detached from the delivery catheter. Images couldn't show if the stent was deployed or not, so the physician reportedly deployed stents in the internal iliac artery from the proximal in the common iliac artery. A final angio image showed no endoleaks. Reportedly the device and olive tip were still in the patient at the end of the procedure.